Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 24.0 cm from the proximal end. The embolization coil was detached from the pusher assembly and was not returned for evaluation. Conclusions: evaluation of the returned ruby coil revealed a fractured pusher assembly. Further evaluation revealed that the embolization coil was detached from the pusher assembly and was not returned for evaluation. If the ruby coil is forcefully advanced against resistance, damage such as a kink and subsequent fracture may occur if the device is further manipulated. The detached embolization coil was likely a result of the pusher assembly fracture. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the superior rectum artery using ruby coils and non-penumbra microcatheter. During the procedure, the physician place four ruby coils in the target vessel using the progreat. While attempting to advance another ruby coil out of the introducer sheath and into the microcatheter, the pusher assembly of the ruby coil became kinked. Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.